Event description:
During follow-up, varying sensing and noise resulting in oversensing, automatic mode switch episodes and pacing inhibition were observed on the right atrial (ra) lead. Provocative testing was previously performed and reproduced oversensing. Myopotential oversensing was suspected, although it was not confirmed. Abbott technical support were contacted and confirmed the event. The physician elected to perform no further action and to monitor the patient. The patient was in stable condition.